Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to an infection of the percutaneous lead exit site. The wound was revised in the operating room, antibiotic therapy was initiated, and argon plasma was applied to the wound. After microbiological findings were repeatedly negative, the wounds were closed. No further information was provided.